Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the injection gold probe was positioned within the patient to treat a gi bleed. However, when the physician attempted to engage the injection gold probe device for electrohemostasis, the device would not heat or cauterize the tissue. The injection gold probe was removed from the patient. The account reported no visible damage to the device. A second injection gold probe of the same type was used along with the same adaptor cord and generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).